Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event, noting glucose ¿jumped high¿ on a low-activity day while using the ilet system, with the device problem and component unspecified due to insufficient information. Symptoms included hyperglycemia. Outcomes included insufficient information regarding health impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.